Event description:
A customer contacted baxter's technical service center to report a problem with the homechoice (hc) machine before use. Per the initial report, the home patient (hp) stated that the hc machine was smoking from the back when turned on. The technical service representative (tsr) arranged to swap the hc machine. The registered nurse (rn) would program the new hc machine. The swap was also requested by the rn at the same time of the call to baxter with another tsr. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) with hp until the new machine arrived. Corporate product surveillance (cps) contacted the home patient's nurse in 2009. Per the nurse, the patient's homechoice machine was swapped, a new homechoice machine was given to the home patient, and the patient has been able to continue with therapy with no further problems. The nurse stated there was no patient injury or medical intervention and did not have any input regarding the cause of the machine smoking.